Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient's morphine dose was too high and was adjusted down right before the patient left for vacation. The patient had experienced increased migraines and had an adverse reaction to the unspecified migraine medication. The mother of the patient was counting her daughter's respirations and considered taking her to the hospital. The patient's mother thought that the patient was sensitive to altitude changes while they were on vacation. She thought that the altitude "may have thrown the pump into a loop." Additional information has been requested, a follow-up report will be sent if additional information becomes available.